Event description:
It was reported that a malfunction alarm occurred with the pump displaying malfunction code 12. There was no reported impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue arises again, which the customer acknowledged and understood.